Event description:
A baxter sales representive reported an incident in which the transfer set became disconnected from the home patient's titanium adapter (catheter) during use. Antibiotic medication was administrered as a preventive measure. No patient injury or further medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 30 2007. The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.